Manufacturer narrative:
The reported complaint was confirmed via information received from the manufacturer biomed. Multiple diligence attempts for additional information and part return were unsuccessful, so an evaluation and further investigation was not possible. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical technician, the unit is no longer being used.

Event description:
It was reported that prior to the use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was damaged and could not be read. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.